Event description:
It was reported that the patient experienced itchy skin by the device. The device was explanted. During explant of the lead, the helix would not retract. The lead was ultimately explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).